Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
While reviewing the homechoice (hc) alarm log with global technical services (gts), the patient stated they found a system error 2240. Gts asked the troubleshooting questions. The patient was connected at the time of the error, they did not disconnect prior to the error, all bags were properly spiked and connected, no extension lines were in use, and no clamps were open on unused lines. The patient did not note anything unusual about the supplies and elected to discard the sample. No injury or medical intervention was reported.